Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 100 mg/dl. Customer stated that it was day 3 to change her insulin. Customer removed the battery from the pump. Customer put the battery back in and still received a no delivery alarm. Customer was assisted with clearing the alarm. Customer was assisted with reprogramming the time and date. Customer stated that the batteries were out of pump greater than duration allowed by the pump. It was explained that this is normal pump behavior. It was found that the customer had removed and discarded set from last night. Customer was also trying to fill insulin from a pen needle. Customer will call back to continue troubleshooting. Customer called back and stated that she was on manual injections. Customer was advised to do a complete set change as soon as possible. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.